Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were not properly responding on the insulin pump. Customer stated they did not hold a button down for three minutes or longer. It was also found the insulin pump passed a functional test. The customer's blood glucose was 307 mg/dl. Customer has programmed a bolus for their blood glucose. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.